Manufacturer narrative:
Samples from the 3 patients were returned to the manufacturer for investigation. The tsh values which were generated at the customer site were reproduced. No assay interfering factors were detected. Reagent performs within specification, no product problem found. When comparing tsh values, generated with different types of analyzers, it needs to be taken into account that differences can occur. This relates to differences of the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. In addition, tsh values can vary in function based on factors such as age, or gender. This should be considered whenever tsh values are interpreted. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for three patient samples from cobas 6000 e601 module serial number (B)(4). Patient a: the tsh result was 8.67 uiu/ml. The sample was sent to an external laboratory and the result from an abbott system was 5.66 uu/ml. Patient b: date of birth (B)(6) 2018. On (B)(6) 2018, the tsh result was 8.46 uiu/ml. The sample was sent to an external laboratory and the result from an abbott system was 5.81 uu/ml patient c: date of birth (B)(6) 2018. On (B)(6) 2018, the tsh result was 50.23 uiu/ml. The clinician did not expect such a high result and he asked for the sample to be sent to an external laboratory. The result from an abbott system was 31.15 uu/ml. All of the results were reported outside of the laboratory. There was no allegation of an adverse event.